Event description:
Customer reported on a bravo ph capsule that failed to attach. Reporting that during the process of trying to press the plunger the handle came apart. The patient was not injured following the procedure.